Manufacturer narrative:
The reported event was the left ventricular (lv) lead failed to be implanted. As received, a complete lead was returned in one piece measuring 86.6 cm. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the left ventricular (lv) lead failed to be implanted for an unknown reason. The lv lead was not installed and the procedure was completed using an alternate lv lead on (B)(6) 2023.